Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) had no radiofrequency (rf) telemetry. The patient was asymptomatic. The issue was resolved by interrogating the ICD with the wand. The patient left in stable condition.